Event description:
It was reported that the zimmer dermatome ii was not functioning. It was reported that the event occurred at time device was received at facility and was not in pt use. There was no report of pt injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The device record indicates that the device was manufactured on (B)(6) 2012 and has no repair history at zimmer surgical. Inspection of the device did not observe any damage. The lever assembly functioned properly and device met functional specifications. The reported event was unable to be confirmed, as no failures were observed with the device. As a precaution, standard repair parts were replaced. The device was recalibrated and returned to the customer.